Manufacturer narrative:
Conclusion and justification status: the complaint states the surgeon performed a mom revision on (B)(6) 2016. Primary surgery was performed (B)(6) 2005. At the moment we do not have further information. More information will follow a complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision was (mom) armed-reaction. Hip had been painful for a long time. Metal ions were high. There were metal debris in bursa and fascia.